Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for failed battery test. Blood glucose at the time of incident was 380 mg/dl. Customer reported that insulin pump did not alarm with replace battery now. Customer states the battery has not been used before in pump or another device. Customer not able to finish troubleshoot due to damaged battery cap and high blood glucose. Sent replacement battery cap. The insulin pump will not be returned for analysis.